Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four days post implant of the implantable cardioverter defibrillator (ICD) the patient experienced a cardiac st roke due to an occlusion of the middle cerebral artery from a blood clot. An acute thrombectomy was completed. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event. The patient is a participant in a clinical study.